Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the rf (radio frequency) connector was found loose on a lem (link electronic module) printed circuit board assembly. System error found in the programmer error log. (B)(4).

Event description:
It was reported there was telemetry failure. It was also reported error "serious programmer problem" occurred during checking a device. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.